Event description:
The customer reported discrepant troponin I results for one patient involving the access 2 immunoassay system used in conjunction with access accutni assay and calibrators. Per the laboratory's protocol, all troponin I tests are performed in duplicate. Subsequent analysis of the patient's sample, on the same analyzer, recovered lower troponin I results. The discrepant results were not released out of the laboratory. There was no patient impact associated with this event. All patient samples are collected in lithium heparin plasma tubes and centrifuged at 3,900 rpm (rotations per minute) for five minutes. System checks, performed on (B)(6) 2013 and (B)(6) 2013 passed within specifications for all parameters. Quality control (qc) is performed daily and was within specification at the time of the event. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) observed the vacuum was leaking fluid from the wash tower. The fse flushed the vacuum pump and wash tower and replaced the transducer. The fse performed a successful vacuum test and preventative maintenance (pm). The fse also completed system check, high sensitivity system check, and quality control (qc); all results passed within specifications. On (B)(4) 2013, the fse performed a successful scheduled preventative maintenance (pm) major to address continuing system issues reported by the customer. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications and was returned to normal operation. All related medwatch reports associated with this incident: 2122870-2013-00403, 2122870-2013-00404, 2122870-2013-00405, 2122870-2013-00406, 2122870-2013-00407, 2122870-2013-00408.